Manufacturer narrative:
No parts have been returned to the manufacturer for analysis. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that the surgeon felt that the passive planar probe was 1-2 mm inferior. The inaccuracy was seen at multiple areas of the spine. The surgeon only noted the inaccuracy with the probe, all other instruments were accurate. The procedure was completed using the navigation system with a 5 minute surgical delay. It was noted that the customer would not be returning the probe for analysis. The probe had been checked out by a clinical specialist (cs) and the surgeon had used it in a case since the incident and commented that they had not seen the 1-2 mm inferior accuracy that they had noticed in this case. There was no impact on patient outcome. A review of the archives showed 3 o-arm auto-registered exams. A medtronic representative went to the site to test the s8 system ((B)(4)). Testing revealed that the system was functioning normally. The system passed the system checkout and was found to be fully functional.